Manufacturer narrative:
Additional narrative: the suture was placed in fascia. The patient was sent back to the operating room the same day the recurrence was noted. Conclusion - representative samples from both possible lot numbers were returned for evaluation. The sample from each lot number was visually and functionally examined for strength and it met requirements.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information:the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # (B)(4); mfg. Date 09/11/2014, exp. Date 07/31/2019. Batch # (B)(4); mfg. Date 08/04/2015, exp. Date 07/31/2020. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the patient underwent an open ventral hernia procedure on (B)(6) 2015 and suture was used for mesh fixation to the tissue in an interrupted closure. After three days of hospitalization, a recurrence has been occurred and the patient was sent back to the operating room. When the abdomen was re-opened to fixate the mesh again, the surgeon observed that the suture was torn, but not in the knots. The surgeon opined that the tissue was healthy. Another like device was used to complete the second procedure. It was also reported that the patient is going to be discharged with no complications. Additional information has been requested.